Manufacturer narrative:
D10: concomitant devices: 200-00-00 - knee item-misc, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, (B)(6), 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, (B)(6), 201-78-14 - holding pin headless sharp point long 4pk, (B)(6), 200-02-35 - three peg patella 35mm.

Event description:
It was reported that a female patient, initial right knee implanted in (B)(6) 2012, underwent a revision procedure in 2013. Party stated she received a defective knee replacement. Party stated that her implant slipped out of place and needs to have a second surgery, because it has been causing her pain and difficulty walking. No further information available.